Event description:
Conmed corporation infinity aim¿ meniscal repair device did not deploy implant (ref: kmr2s, lot: 1269018, exp.: 09/09/2025). It was for a reconstruction of a left knee anterior and posterior cruciate ligaments with meniscal repair.